Manufacturer narrative:
The date of the event onset was reported as ¿approximately in (B)(6) 2015¿. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as touch contamination. The patient was hospitalized for the event. Treatment details and action taken with apd therapy were not reported. The patient was recovered from this peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.